Manufacturer narrative:
Based on the results of the investigation, it is likely that the customer used simethicone, a silicone-based defoaming agent/lubricant, which can cause deposits of white foreign material. There is a risk that the foreign material remained in the channels even after reprocessing was performed in accordance with the IFU. However, the root cause of the foreign materials remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, foreign material was found in the air/water channel, the jet channel, and the biopsy channel. There was no patient involved.